Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the q1 transistor was internally shorted on the bedside board. The cause of the resets is the shorted transistor. The root cause of the defective components cannot be positively identified. In addition, the power supply connector was defective. The root cause of the defective connector cannot be positively identified. No adverse event resulted from the defective components.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.